Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate shocks for two episodes of atrial tachycardia(at)/atrial fibrillation (af) with a rapid ventricular response (rvr). The crt-d remains in use. No further patient complications have been reported as a result of this event.